Event description:
The programming system was returned on (B)(4) 2012 and an analysis was performed on the handheld, flashcard, and programming wand. The handheld and flashcard performed to function specifications, and no anomalies were observed. The analysis on the returned programming wand also revealed no anomalies. The battery returned with the wand was not depleted and no visual anomalies were identified with the wand. The wand performed to functional specifications. Additional follow up was attempted with the patient's treating physician and the patient has still yet to be seen since the new system was received. Attempts for additional information have been unsuccessful. A battery life calculation performed that the generator revealed that the generator is likely not depleted.

Manufacturer narrative:
.

Event description:
It was reported by the physician's office that a patient's generator could not be communicated with. The reason for this failure to communicate is unknown at this time. A new programming system has been sent to the site, but the patient has not been seen since, so it is unclear if this has resolved the issue. Attempts for additional information have been unsuccessful to date.